Event description:
It is reported that a customer had questions regarding their sensor displaying possible wrong readings of sensor and blood glucose. The patient's blood glucose was at 123 mg/dl. The customer was assisted with trouble shooting and found that the sensor was with in acceptable range and works as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.